Manufacturer narrative:
It was reported to abbott a patient noticed their stimulation no longer covered their pain areas. The patient was a victim of domestic abuse. X-ray showed that the octrode lead had migrated. The patient underwent a full system replacement. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that patient experienced ineffective therapy after domestic abuse. X-rays showed that the octrode lead had migrated. Surgical intervention was undertaken wherein the scs system was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.